Event description:
Caller reported that the pump's screen was malfunctioning, displaying a blue light with no visible information, and this issue affected the ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for a replacement pump to be sent to the customer and advised on using multiple daily injections (mdi) as a backup therapy. Caller was instructed to put the pump into storage mode before returning it to tandem and confirmed understanding of the necessary steps upon receiving the replacement.